Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage post deployment occurred. Vascular access was obtained via the femoral artery. The partially occluded, 6mm in length, eccentric target lesion was located in the severely tortuous and moderately calcified, 2.50mm in diameter left circumflex artery. The lesion contained a significant bend of more than 45 but less than 90 degrees. Following pre-dilation, an 8 x 2.50 promus premier select drug-eluting stent was deployed to treat the lesion. A balloon catheter was then advanced to pre-dilate another lesion. However, during withdrawal of the balloon catheter, the stent distal end was noted to be deformed. Another drug-eluting stent was deployed to cover the deformed stent and completed the procedure. No further complications were reported and the patient status was stable.